Event description:
Reporter stated that the customer obtained a reading of hi (greater than 600 mg/dl). The reporter was not sure if the customer took any medication or insulin after getting the reading, but a short while later, the customer passed out. Reporter stated the customer's wife called the paramedics and they came out and tested him with a reading of 34 mg/dl on their meter. The caller did not know how much time had passed between the reading of hi and the emt reading of 34 mg/dl, but it was more than 10 minutes. Reporter stated the customer came into the emergency room at 6:20pm and was still unconscious. Reporter stated that his blood sugar read 43 mg/dl on the hospital's meter. The reporter did not know what the customer was treated with but said that he was conscious and feeling better when he was discharged. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.